Manufacturer narrative:
The field service representative (fsr) performed multiple troubleshooting services including the replacement of the tubing, peristaltic head which resolved the issue. A review of the analyzer¿s service history revealed no contributing factors on or around the time of the issue. There have been no further reports of discrepant sodium results from the customer since the current complaint. The alinity ci-series operations manual addresses operational precautions and limitations, troubleshooting of the fluidics subsystem. The operations manual also addresses troubleshooting of depressed concentration and erratic sample results. The alinity c service documentation, provides removal and replacement procedures for the tubing, peristaltic head. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Based on the available information, no product deficiency was identified. This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that several falsely decreased results were generated for patient samples tested on the alinity c processing module. Sodium results of approximately 90 mmol/l repeated in the normal range for approximately 10 patients. No specific patient values were provided. No impact to patient management was reported.